Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2013-12835. It was reported the pt had trial leads implanted. The pt had minimal coverage of lower back. The leads were explanted due to lack of pain relief. The physician noted during the explant the leads migrated down.